Event description:
Per the info rec'd, the pt performed own catheterization, felt discomfort and removed the catheter. Upon removal pt noticed the tip of the catheter appeared to be "cut-off". No serious injury was incurred.